Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water has flooded inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic system - inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the adhesive on the protective coating of the bending portion of the device was cracked, the insertion tube had slight damage, angulation functions were reduced, and moisture was found in the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope was producing a b30 communication error. The issue was found during preparation for use. There were no reports of patient harm.